Event description:
We observed the presence of urine around and outside the patient. That was observed 8 days after catheterization. As the liquid in the balloon was also tinted. We think that the balloon was leaking. There was no serious clinical consequence reported. Patient discomfort with the presence of urine leaks. Balloon inflated with a syringe 10cc. No medical intervention.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed all qa inspection. Based on the complaint description "we observed the presence of urine around and outside the patient. That was observed 8 days after catheterization", it is noted that the catheter was in good and functional condition at the point of start use. Visual review of the returned picture of the catheter's balloon showed balloon torn and split longitudinal to its length. Such occurrence of balloon split it is likely to cause balloon leaked. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
We observed the presence of urine around and outside the patient. That was observed 8 days after catheterization. As the liquid in the balloon was also tinted. We think that the balloon was leaking. There was no serious clinical consequence reported. Patient discomfort with the presence of urine leaks. Balloon inflated with a syringe 10cc. No medical intervention.